Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75x38mm promus element long drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. There was congealed blood on tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. There was also a hypotube break 214mm from end of hub. A visual and tactile examination found kinks 11-13mm from the bi-component weld. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.